Event description:
Right knee painful; right knee swollen; right knee effusion. Information was received on 26-jul-2006 from a male patient with a medical history of osteoarthritis, who experienced right knee pain, right knee swelling, and right knee effusion. The patient began treatment in both knees with synvisc in 2006. The patient received one injection of synvisc in both knees the same day. The next day, the patient experienced right knee pain, and right knee swelling. That same day, the patient's right knee was drained. Later that evening, the patient went to the emergency room where the right knee was drained again. Soon after that same evening, the patient was hospitalized. No infection was found either time the right knee was drained. The patient was discharged three days later, still experiencing right knee pain and swelling. At the time of this report, the patient has not yet recovered.